Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph. The photograph depicts a clear plastic ring being retrieved with a grasper instrument during a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, while in the pre-peritoneal space, a clear plastic ring/object separated from the device which fell into the patient¿s cavity and was removed with a grasper. A new device was opened in order to complete the case. No patient injury.